Manufacturer narrative:
Citation: corona-perezgrovas et al. Primera explantación de válvula aórtica transcatéter en méxico. Cir cardiov. 2017;24(2):112¿114. Doi: http://dx.doi.org/10.1016/j.circv.2016.10.014. Earliest date of publish used for event date in no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) male patient with acute pulmonary edema and critical aortic stenosis. The patient was initially managed by mechanical ventilation. Later the patient underwent implant of a medtronic corevalve bioprosthetic valve (serial number not provided) which resulted in moderate to severe paravalvular leak (pvl). Post-implant the patient had significant clinical improvement, and was discharged on the eighth day after the implant. However, a 6-month follow-up showed increased ejection fraction, severe pvl, and progressive ventricular dilatation therefore the medical team decided to replace the bioprosthetic valve. At 137 days post-implant, the patient underwent surgery by median sternotomy. The partially endothelized nitinol frame was released from the aortic wall with the aid of a suture wrapped around the circumference of the valve frame. Once the bioprosthetic valve was removed, the native valve was resected, the ring was decalcified, and a new biological prosthesis was successfully placed. The remainder of the surgery was carried out without complications. No additional adverse patient effects or product performance issues were reported.